Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction of the device. Though still under investigation, varian has determined that an MDR is appropriate as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
A 30 degree wedge slid out of wedge slot of the interface mount and fell to floor as the therapist was rotating collimator and gantry. Patient was being helped off of the couch at the time. There was no injury reported as a result of this malfunction.